Event description:
It was reported that the ambulance cot tipped over on approx 3 occasions. Additionally, it was reported that there were three "near misses". It was reported that the cot was being pushed on level ground and tipped to the side. It was reported that a pt was involved with the alleged event. However, no adverse consequences were reported.